Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands were observed in the specimens of an unspecified number of devices. No adverse impact was reported regarding the patient or user.